Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip tw was successfully implanted. A second mitraclip was advanced within the patient, while placing the second clip there was interaction with the implanted clip. The first clip had a single leaflet detachment (slda) and was no longer attached to the anterior leaflet. The second mitraclip was successfully implanted to provide stability. A third mitraclip was then implanted to further reduce the mr. The procedure was discontinued, the final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, the patient was declared deceased due to pre-existing renal failure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device causing damage is related to procedural conditions (incorrect m/l knob adjustment when withdrawing clip from left ventricle). The reported unrelated death was due to pre-existing renal failure and anuric condition and unrelated to the mitraclip device, per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 2199.

Event description:
N/a.